Event description:
Procedure: left orchiectomy. Reportedly, the physician was burned on the left index finger during the procedure. The severity of which is unk. The facility also reports the tip of the handpiece melted and the unit was set at 40/40 not 25/25. There was no injury to the pt.

Manufacturer narrative:
During routine review, this report was reevaluated. At that time, the decision was made to file a report based on the information received.the force fx-c generator used in this procedure was returned for analysis. However, the handpiece and electrode was not. Therefore, no conclusions can be drawn about this incident.